Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer¿s blood glucose level at time of incident was 427 mg/dl. The customer was treated with the pump. The customer also reported that the customer does not allege pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will not be returned for analysis.